Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace both system computers. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. The hardware investigation found that for one computer, the reported event was related to a, electrical issue; for the second computer, the investigation revealed corrupted system files we contributing to the failure. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative received reports from a sales rep that after a successful first spin in a spinal fusion procedure, the site brought the medtronic imaging system in for second spin but it became unresponsive. Site rebooted the system, but when the mvs came back up it showed a blue screen with an error message stating that the mvs should be rebooted; site attempted a second reboot but it failed as well. Medtronic imaging was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.